Event description:
Ous MDR - on (B)(6) 2016, the patient was in for a follow-up and noise was observed on the EKG for the sensing portion of the rv lead. A charge was aborted before it shocked. Intermittent noise was confirmed and therapy was turned off. Six days later, another interrogation was performed and noise was reconfirmed and the decision was made to removed the entire system and replaced it. There were no adverse patient side effects reported and this device has not been returned for analysis. The reported event date was (B)(6) 2016, but that doesn't match when the noise was first observed. Therefore, the event date has been changed to match the event description. The explant date was provided in yesterday's report for the associated lead.

Manufacturer narrative:
Upon receipt, the leads and the ICD under complaint were subjected to an extensiveanalysis.the memory content as well as the therapeutic functionality of the ICD were inspected.in the available iegms the occurrence of noise was observed in the right ventricularchannel. However, a thorough analysis of the ICD proved the device to be fully functional.during the inspection of the solia multiple signs of wear along the lead body wereobserved. The insulation was found intact.the analysis of the protego revealed a damaged insulation in the intracardiac area of thelead. This damage can be considered as the root cause for the clinical observation ofnoise without shock delivery as reported in the complaint description.the characteristics of this damage indicate an unexpected excessive wear out of the lead.thus it is assumed that the lead had been subject to severe mechanical stress in theimplanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that anaccumulation of different factors had impact on the wear out of the lead. These factorsmight have been interaction with modified tissue, significant cardiac motion due to anadverse lead position including slack or a potential increased ingrowth which had impacton the manoeuvrability of the lead. Furthermore tortuous cardiac anatomy, high activitylevels of the patient and significant manual labour involving the upper body are knowncontributing factors.in conclusion, the analyses of the ICD and the leads did not reveal any sign of a materialor manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a commonroot cause. For this reason we encourage close dialogue between clinicians and ourproduct experts in order to explore all options to minimise any such occurrences infuture.